Event description:
1 incident of "tubing got loose from connector at the plastic-titanium screw" with the patient's transfer set. The patient was using a homechoice pro when the patient connector of the transfer set loosened from the patient's plastic - titanium adapter. The patient disinfected the connector with alcohol and continued therapy. The following day the patient went to the dialysis unit and was not given antibiotics. The next day the patient was diagnosed with peritonitis and hospitalized. The length of hospitalization and treatment unknown.